Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise on (B)(6) 2010. The patient presented in clinic on (B)(6) 2010, at at which time there were inappropriate atrial tachycardia and atrial fibrillation episodes due to oversensing. The oversensing could not be reproduced with isometrics or pocket manipulation. The atrial channel was made less sensitive and the pacemaker dependent patient would be monitored.